Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomachache. The cause of peritonitis was not reported. The patient was hospitalized and was treated with an unspecified antibiotic (dose, route, frequency and duration were not reported), lactulose (dose, route, frequency and duration were not reported), potassium bicarbonate (dose, route, frequency and duration were not reported) and sodium bicarbonate (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering and hospitalization was ongoing. Action taken with pd therapy was not reported. No additional information is available.